Event description:
Boston scientific crm received info that during a revision procedure, the dextrus atrial lead was explanted due to dislodgement. It was successfully replaced with new leads. No adverse pt effects were reported.